Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "imperfection in balloon due to process". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Wash hands and don clean gloves 2. Explain procedure to patient and open peri-care kit 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 5. Using proper aseptic technique open csr wrap 6. Don sterile gloves 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient 9. Saturate 3 foam swab sticks in povidone iodine 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward lubricate catheter 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user found the foley catheter out of patient, lying in the bed and the balloon of the foley was not inflated. The user inflated the balloon with air and after 30 minutes found that no air remained in the balloon. Per additional information via email from customer on 21apr2023, stated that a new foley catheter had to be placed.

Event description:
It was reported that the user found the foley catheter out of patient, lying in the bed and the balloon of the foley was not inflated. The user inflated the balloon with air and after 30 minutes found that no air remained in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.